Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 400 mg/dl. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using automode. Customer ask for emergency supplies because issue with absorption. The insulin pump will not be returned for analysis.